Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: ext-comprehensive stem-unknown; ext-comprehensive head-unknown; ext-comprehensive taper adapter-unknown. Foreign: event occurred in (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00102, 0001825034-2021-00309, 0001825034-2021-00137. Product not returned.

Event description:
It was reported that the patient underwent an initial procedure on an unknown date. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.